Manufacturer narrative:
The reported event of failure to interrogate was not confirmed. Device image analysis indicated excessive high powered telemetry usage which caused device to temporarily disable rf telemetry to preserve battery power. The monthly current trend was normal, and voltage was in normal range of operation. Further electrical and mechanical analysis performed in nominal setting did not find any anomaly and device was able to be interrogated through rf telemetry. Longevity assessment was performed, and device was found to have appropriate remaining longevity.

Event description:
During preparation for a routine device upgrade procedure, the implanted device could not be interrogated via rf telemetry. Rather than attempting reprogramming to try to resolve the interrogation anomaly, the physician elected to replace the device as previously planned. The patient was in stable condition.